Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms, failed battery test and a blank display. Customer¿s blood glucose value was 247mg/dl and was treated with the pump. Customer stated they were unable to rewind the pump, but the self test passed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 3 alarms noted in the pump history file. No unexpected pump error alarms noted during testing, however pump error was present in format history file due to (esf 2014801) software error. The power management graph was in specification. No unexpected low battery alerts or pump error alarms noted in the pump history file or during testing. No unexpected failed battery test alarms or display anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.